Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient's new physician replaced patient's both sides with cohesive silicone implants. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown, and off-label use. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent revision breast augmentation surgery with an unknown size unknown saline implant smooth on the right and with 300cc mentor smooth round moderate plus profile on the left on (B)(6) 2011 experienced deflation of the right implant confirmed by mammogram. As a result, the patient underwent bilateral implant explantation on (B)(6) 2021. It was also reported that the patient developed capsular contracture in both breasts which was resolved with additional surgical intervention, per the information provided both implants were re-used during the surgery. Should additional information become available, this case will be re-assessed, notes will be updated, and supplement report will be submitted. This medwatch report is for the patient¿s left-sided device.